Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing lower insulin fill estimate than caller anticipated. There was no reported impact to the customer¿s blood glucose level. Caller confirmed proper cartridge preparation, reloaded same cartridge with assistance from technical support, declined additional test bolus, and chose to monitor pump and follow up if necessary.